Event description:
During a coil embolization procedure in the internal carotid artery aneurysm, during repositioning of the first coil to be placed, the coil prematurely detached. The size and type of the aneurysm are unknown. There was no calcification or vessel tortuosity in the target vessel. There was no reported resistance during advancement of the coil into the microcatheter, nor rersistance during advancement of the microcatheter through the rhv or to the aneurysm site. A one-to-one relationship between the coil and the microcatheter was verified with fluoro prior to the repositioning of this first coil. After the coil prematurely detached, the physician attempted to retrieve the coil with a snare, but the coil stretched during attempts to retrieve it, and remained in the aneurysm.